Event description:
The customer alleged that the nursing staff at the facility observed and reported that the device stopped delivering volume and had no alarm. The pt's oxygen saturation decreased rapidly. The pt was manually ventilated and the pt subsequently required resuscitation. The pt later expired. The reported stated that the pt was unstable at the time of the event and was not expected to live. The device is owned by a third party. A third party company and a facility staff member was present to observe the testing at the event facility. The nellcor puritan bennett customer service (npb cse) inspected the device and found a leak with the facility pt circuit during initial testing. With the npb test circuit the device funcitoned as designed and passed all testing. The unit passed extended self testing. No parts were replaced. It is not verified that the device stopped delivering volume or that there were no alarms, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.